Event description:
It was reported to resmed that an astral device unexpectedly powered down while using its internal battery. There was no patient injury reported as a result of this complaint.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported unexpected power down while using its internal battery. The investigation determined that the reported event was due to a software issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Manufacturer narrative:
The device was returned to resmed for an extensive engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. When more information is available a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an astral device unexpectedly powered down while using its internal battery. There was no patient injury reported as a result of this complaint.